Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site evaluate the suspect device. The fsr was able to confirm the reported issue and reported a motor fault error in the events log. The fsr could not duplicate the motor fault or vent inop alarm conditions but the fsr observed low exhaled tidal volumes so he calibrated the transducers. After performing the operational verification procedure, the fsr reported that the ventilator meets factory specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable and motor fault alarms. The customer reported there is no patient involvement associated with the event.